Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2008, the patient reported that while changing the insulin cartridge, the plunger became stuck to the piston rod of the infusion device and a small amount of insulin spilled into the cartridge compartment. He was instructed how to remove the plunger from the piston rod. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.